Manufacturer narrative:
(B)(6). The returned microcatheter was missing the distal segment of the tip. Microscopic observation of the broken tip revealed that the proximal segment of the tip was bulged by compressive stress. Proximal to the broken end, multiple dents and cuts that were possibly made by contact with relatively hard substance were found on the tip surface. At the broken end, tip polymer was stretched and braids underneath were partially exposed. The above findings suggested that the tip broke at approximately 2 mm proximal to the tip end where crossed the border between the polymer-only segment and polymer-and-braids segment. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that tip separation was attributed to tensile stress exceeding the product's design limit that was inadvertently applied upon catheter removal from the anatomy while the catheter tip was being trapped by the heavily calcified cto. There was no indication of product deficiency. Instructions for use (IFU) states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an ashai microcatheter became separated during a pci to treat a heavily calcified cto in #5 and #6 left coronary artery. First, ablation was performed with a rotablator in #5 and a stent was deployed. Second, the subject microcatheter was advanced to the lesion in #6 followed by a guide wire when the catheter tip got stuck in the heavy calcium and became separated. Another asahi catheter was replaced to cross the lesion. Ablation by a rotablator was then performed. The pci was completed with the separated catheter tip being embedded to the vessel wall as the lesion was treated with a deployed stent. The patient was discharged without problem.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.